Event description:
It was reported to resmed (B)(4) that a pt using the sleepmate s9 passed away. While the pt was using the CPAP, he had a nosebleed and suffocated when the blood entered into his trachea. He was taking anticoagulant medication, therefore, the nosebleed did not stop.

Manufacturer narrative:
Pt's doctor's opinion: there is a correlation between this matter and device use. The direct cause of the nosebleed is the change of anticoagulant prescription (changed from warfarin to prazaxa (300 mg/day) in (B)(6), decreased to 220 mg/day in (B)(6)). However, there is a possibility the device use prompted the suffocation from nose bleeding. Pt's doctor confirmed no device malfunction. The device associated with this event was not returned to the MFR. The s9 info guide describes the "s9 adverse effects". The following side effects may arise during the course of therapy with these devices: drying of the nose, mouth, or throat, nosebleed, bloating, ear or sinus discomfort, eye irritation, skin rashes.